Event description:
At the time of discharge, one day after a pump and catheter replacement (see manufacturer's report # 6000030200902001), the patient required oxygen to maintain his saturation of 90%, he was sedated, and unable to urinate; it was noted that this information was reported to the patient's managing healthcare professional (hcp) by the patient's wife who was an ICU nurse. When the patient's wife got him home, he was having trouble holding his head up. He was watched at home for 1-2 days; then the patient's wife called the managing hcp's office. When the patient was seen in the hcp's office, he was extremely sedated and his oxygen saturation was low. The pump was reprogrammed by another physician in the office; it was unclear if it was programmed to minimum rate or if it was programmed to the lowest dose possible in simple continous mode which would have been about 1 mg/day. He was taken by ambulance to the hospital where he was placed in the ICU for 3 days. He was still hospitalized after 5 days and was having trouble with his bladder because he went for so long without urinating that it stretched out his bladder. The plan was to send him home with a urinary catheter which he would wear for 7 days to allow the bladder to rest. With time, they hoped the bladder function would return to normal. The patient's wife wanted the pump taken out because she was unsure if it malfunctioned to deliver more than the programmed amount of medications. The hcp stated that he told her that to his knowledge these types of pumps had never malfunctioned to deliver more than the programmed amount of medication but they may deliver less when not functioning properly. No troubleshooting of the device was done. As of 2009, the pump had not been "restarted". Additional information received provided that the patient went home, but then returned to the hospital again with a 104 degree fever and was still in the hospital as of time of this report. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.